Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm and a type 1 b dissection which started below the thoracic arch approximately 2 months ago. The external iliac and common femoral arteries were severely calcified, and the iliac vessel diameter was 7-9 mm in diameter. The patient had a CABG and bilateral carotid bypass procedures done in the past. It was reported that a talent thoracic clinical trial device was used as the proximal main, 2 talent thoracic distal main stent grafts and 1 talent device through the calcified area. The delivery system could not be advanced and kinked. The delivery system was removed from the patient (see MFR # 2953200-2010-01515). The arteriogram showed a short segment dissection in the right external iliac artery below the internal and common artery bifurcation. A 9 x 40 mm bridge assurant stent was placed over this dissected area with excellent results, and there was good flow. Upon removal of all the sheaths and introducers from the right side, there was a focal dissection where the stent graft delivery systems were inserted (see MFR # 2953200-2010-01516 and MFR # 2953200-2010-01517). This area in the common femoral artery was excised and replaced with a gore-tex interposition and resolved the dissection. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results: (dissection), (severely calcified vessels).